Event description:
This is a spontaneous case report received from a female consumer of unspecified age in united states on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted on an unspecified date. The consumer stated that she was trying to set essure removal up. She reported that it was causing her major low back pain and pain in the uterus area. She could not stand for a long time. She also stated that she was allergic to the nickel in it. She did not assess the relationship between the events and essure. The consumer refused to provide additional information. Follow-up information received on 25-sep-2015 from consumer: she wanted to know how to get her money. She stated that she had surgery at the hospital scheduled and physician won't do surgery unless she paid first. She did not have the money. She complained of a metallic taste in her mouth and problems with her ovaries, especially when she bent over or coughed. She also complained of pain. She said she had to lay on her side when she was ovulating. Ptc investigation result was received on 05-oct-2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Follow up information received on 01-feb-2016 and case was upgraded to incident: the consumer stated she had her surgery in (B)(6) 2015, and she feels "super happy". She does not have the heavy metal taste in her mouth and her ovaries do not hurt her anymore. The ptc investigation result was updated and received on 22-feb-2016. (B)(4) final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical events are not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed and spontaneous case report refers to a female consumer had essure (fallopian tube occlusion insert) inserted and experienced pain in the uterus area. She was submitted to a surgical procedure for essure removal. This event is listed in the reference safety information for essure. Pelvic pain may occur with essure therapy. In this case, limited information was provided. Nevertheless, based on event's nature and in the lack of alternative explanation, causality with essure cannot be excluded. This case was upgraded to incident, since a surgical intervention for essure removal was reported upon follow-up. Based on the available information no product quality defect was confirmed.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.